Event description:
The patient was undergoing a transcatheter arterial embolization procedure in the hepatic and splenic arteries using a penumbra coil 400. During the procedure, while in the splenic artery, the catheter kicked out of the target artery. The physician retracted the penumbra coil 400 into the introducer sheath and repositioned the catheter. The physician was then unable to advance the penumbra coil 400 through the introducer sheath. The operation continued with another coil and the patient was well. There was no report of an adverse effect on the patient. Physician's comment: the coil could be pulled back, but could not be pusher from the introducer sheath.

Manufacturer narrative:
Results: the pusher assembly is slightly kinked approximately 9.0 and 44.0 cm from the proximal end of the pusher wire. The pusher assembly is also kinked approximately 5.0 cm from the proximal end of the pusher wire where the hypo-tube tab is located. The pet-lock is still intact. The coil is still attached to the distal detachment tip (ddt) at the distal end of the pusher assembly. Conclusion: the complaint has been evaluated. The complaint indicates that the operator was able to retract the coil into the introducer sheath, but could not advance the coil distally out of the sheath. Evaluation of the returned device determined that the dimensions of the coil, pusher, assembly, and coil introducer sheath were within specification and should have been compatible. The coil pusher assembly was slightly kinked at the proximal end which was likely caused by repeated attempts to push the coil against resistance in the coil introducer sheath. The cause of this resistance could not be determined based on the returned device. This resistance occurred after the device was in use and may have been related to patient anatomy or user technique. The device appears to be fully functional and within specification. The coils are 100% functionally tested during inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.